Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.

Event description:
During device preparation for the atrial fibrillation procedure, upon opening the package and flushing the catheter without applying external pressure, the contact force could not be zeroed and the status light on the tactisys was lit in the red. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.